Event description:
The customer reported that while they were initially setting up the pump for pt use, the unit shut down when the autofill cycle was initiated. The pt was switched to another unit and therapy was initiated. No pt injury was reported.